Event description:
This ra lead was implanted on (B)(6) 1991 and was explanted on (B)(6) 2011. A call was placed to technical services on (B)(6) 2018 stating that noted noise on the ra lead. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).